Manufacturer narrative:
The actual devices were not available; however, two (2) retained samples were evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Air passage and underwater leak testing was performed and no leaks or blockages were identified. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) light sensitive drug sets leaked from the "y" (y-site). This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.